Event description:
It was reported that the facility has observed an increased incidence of infiltrations and extravasations requiring medical intervention (beyond hot and cold packs), since the sigma spectrum pumps have been implemented at this facility. The customer indicated the recorded increase "seems to be associated to pediatric population," and inquired whether certain pump settings may contribute to infiltration events.

Manufacturer narrative:
(B)(4). Sigma was unable to obtain info for specific infiltration events and no device was returned for eval. If a device is returned, an eval will be completed and a supplemental report will be submitted. The sigma spectrum infusion pump does not have the capability to detect infiltration events, which is communicated in the sigma spectrum operators manual as "the pump was not designed nor is intended to detect infiltrations or extravasations."